Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found however, the visual inspection revealed that the helix was distorted/bent and some infiltration of blood into the helix was noted.

Event description:
It was reported during the implant procedure that the physician tried to unscrew the helix, and it got stuck in the tricuspid valve. The physician could not get the screw back in the lead. There was no harm to the patient. The lead was not implanted. No patient complications have been reported as a result of this event.